Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient reported to be thin. The safety and effectiveness of the perclose proglide device have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. It is indicated that the device was discarded at the facility; therefore a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint handling database could not be conducted because the lot number was not provided and the device was not returned for analysis. Based on the information reviewed, there is no indication of a product deficiency. The other proglide device is being filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the moderately calcified left common femoral artery was attempted using a proglide device after a coronary interventional procedure. Reportedly, a cuff miss occurred. The device was removed and another proglide was attempted with the same result. A third proglide was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.